Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a system error occurred and the user switched the infusions, vasopressin and normal saline, to another system. During the change to the second system the patient's heart rate and blood pressure dropped and a code was called. The infusions were successfully re-started with no issues, but the patient expired later in the shift. Although requested, no additional event information was provided.